Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a correction.

Event description:
Initial report-on (B)(6) 2024, customer called in to report a false positive for lead in the capillary tubes and suspected presence of lead in tube. Lot number provided at the time of the call was 24e4138. No adverse patient effects were reported. Followup report-06/04/2025, this is report 10 out of 11 additional complaints reported by the customer of high lead in the capillary tubes all with the same lot 24d4138. No adverse patient effects were reported. This is complaint 9 of 11 additional complaints.